Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with for th10-l1(plf). On (B)(6) 2016, the patient underwent the revision surgery for l2-3(plif). After surgery, when the surgeon checked x-ray, the screw broke. Therefore, the surgeon planning the revision surgery now.

Manufacturer narrative:
Risk assessment; visual, dimensional and complaint history review could not be performed as the device was not returned and lot# was not provided. The definitive root cause of the event could not be determined from given information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with for th10-l1(plf). On (B)(6) 2016, the patient underwent the revision surgery for l2-3(plif). After surgery, when the surgeon checked x-ray, the screw broke. Therefore, the surgeon planning the revision surgery now.